Event description:
Confirmed revision of pinnacle/ceramic/corail implants. Patient reported clunking and grinding noises, then dislocation and pain. X-rays confirmed that part of the hip was missing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Confirmed revision of pinnacle/ceramic/corail implants. Patient reported clunking and grinding noises, then dislocation and pain. X-rays confirmed that part of the hip was missing. Revision date (B)(6) 2012. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against the provided product/lot code combinations since their release to distribution. Medical records were received and reviewed. A review of provided patient x-rays found pre-operative x-rays show the appearance of the ceramic femoral head not in a central orientation with respect to the acetabular shell. The positioning of the polyethylene acetabular liner was not able to be assessed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.